Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined that the cause of the reported issue was due to the therapy cable. Physio performed testing using a known good therapy cable and the issue was resolved. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The customer will purchase a new therapy cable and replace it.

Event description:
The customer contacted physio-control to report that during a patient event, the device would not detect that electrodes were connected. The device gave a "connect electrodes" message even though the patient was connected to the device. The patient survived the event and there was no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.